Manufacturer narrative:
Pump received with cracked and bleeding lcd glass and minor scratched display window. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have woken up on top of insulin pump and was not able to clear alarm received due to not being able to see display screen. Customer reported that there was a black blotch on display screen. Customer does not know how damage occurred. Customer's blood glucose was 107 mg/dl. Customer was advised that insulin pump would need to be replaced.